Event description:
It was reported that patient was experiencing undesired sensation and still feels the therapy despite the ipg was completely dead and was not turned on. It was mentioned that patients leg was uncontrollably moving back and forth, and patient was unable to move both legs and fell. The physician would like to know if this could have been caused by the ipg. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was discarded by the facility.